Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It is reported that during a procedure, when the surgeon was inserting the screw with the torque limiter, the last screw torqued and went through the 3.5 variable angle (va) proximal tibial plate. The surgeon used all the correct techniques on label. The torque limiting screwdriver technique was fine and seems to be functioning properly. The surgeon implanted approximately 11 screws without difficulty. The last screw went through the plate. The screw was left inside the patient by surgeon. The procedure was completed successfully. There were no delays in the procedure and there was no patient injury. This is report 1 of 2 for complaint (B)(4).